Manufacturer narrative:
Additional information: concomitant medical products and device evaluated by MFR plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, load cell verification check, valve actuation test, voltage check, and a patient sensor calibration check. There were no visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd treatment with the liberty select cycler and the patient¿s cardiac arrest that resulted in death. However, based on the available information, there is no reported allegation or objective evidence that a liberty select cycler malfunction or deficiency caused or contributed to the event. The patient¿s cause of death from cardiac arrest can be reasonably associated with complex cardiac comorbid conditions such as heart failure, prior bypass graft x5, severe cardiac atherosclerosis, essential hypertension, hyperlipidemia, unspecified coagulation defect , anemia of chronic kidney disease and cardiac murmur. Furthermore, the patient underwent cardiac catherization approximately 5 days prior to death where it was found the patient had 4 heart blockages that could not be treated with cardiac stenting. The patient also has esrd and diabetes mellitus type 2 which are also risk factors for cardiac arrest and mortality. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on peritoneal dialysis (pd) expired in her sleep while connected to the liberty select cycler. At the time the death was reported the nurse stated the fresenius cycler did not cause the patient¿s death. The nurse indicated the patient had heart failure. There were no reported allegations of a cycler malfunction or product deficiency associated with the reported death. During follow-up, the reporting nurse stated that on (B)(6) 2020 the patient was found unresponsive in her home. The nurse stated there was nothing unexpected from a cycler performance standpoint with respect to the patient¿s treatment on (B)(6) 2020. It was reported that the cycler did have a power failure from a power surge approximately 15 minutes into treatment due to stormy/rainy weather. The patient was asleep at the time and did not resume the pd treatment after the power failure. Emergency medical services (ems) were called and the patient was pronounced dead upon 911 arrival into the home. The nurse attributed the patient¿s death to cardiac arrest from extensive cardiac comorbidities. It was indicated no autopsy will be performed, and the patient¿s end stage renal disease (esrd) death form is not available. The nurse stated the cycler passed all self-tests after the patient¿s death. Moreover, the nurse adamantly reported the cycler is not suspected to have caused the patient¿s death in any way. The patient¿s death was not unexpected in nature due to her comorbid conditions. Per the nurse, it was coincidental the patient¿s death occurred while connected to the fresenius cycler. It was reported the cycler has not been returned to manufacturer at the time follow-up was conducted.

Manufacturer narrative:
Corrected information: h6 patient code- cardiac arrest instead of heart failure (transcription error).